Manufacturer narrative:
(B)(4). Visual examination of the device found no material damage. Dimensional inspection found the attachment pins to be within print specification. Functional test found that inserter would not retain the upper half of the implant.

Event description:
It was reported that the inserter holding clip was worn, so the implant will not hold. No patient complications were reported.